Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.

Event description:
Info from medwatch report which pt submitted: I had right inguinal hernia surgery. Mos after my surgery, I began to have pain in my groin and abdomen. The dr that performed my surgery told me, it was inflammation and to take some advil and it would go away. It didn't and he told me, he was done with me. Then I rec'd many cortisone shots which did nothing for my pain. After seeing many drs, a surgeon removed the tacks that hold the patch in place. He said there were 6 tacks, but could only remove 5. He could not find the sixth. After research, I discovered that most drs only use 3-4 tacks. That did not get rid of my pain. I found out through mos of questions to my original dr who performed the surgery who would not tell me the type of patch that was used that I had the marlex patch and not the kugel patch. I found out I had all the same symptoms and pain. Then I went to the clinic and they performed an inguinal neurectomy and that still did not get rid of my pain, and they would not remove my patch.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the bard/davol 3dmax device may have caused or contributed to the events. Should additional information be provided a supplemental emdr will be submitted. Based on the limited information provided at this time, no conclusions can be made. Not returned.

Event description:
As reported on (B)(4) 2008: information from medwatch report which patient submitted: I had right inguinal hernia surgery. Months after my surgery, I began to have pain in my groin and abdomen. The doctor that performed my surgery told me, it was some inflammation and to take some advil and it would go away. It didn't and he told me, he was done with me. Then I received many cortisone shots which did nothing for my pain. After seeing many doctors, a surgeon removed the tacks that hold the patch in place. He said there were 6 tacks, but could only remove 5. He could not find the sixth. After research, I discovered that most doctors only use 3-4 tacks. That did not get rid of my pain. I found out through months of questions to my original doctor who performed the surgery who would not tell me the type of patch that was used that I had the marlex patch and not the kugel patch. I found out I had all of the same symptoms and pain. Then I went to the clinic and they performed an inguinal neurectomy and that still did not get rid of my pain, and they would not remove my patch. Addendum based on additional information provided by patient's attorney: attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that on (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the bard/davol 3dmax device may have caused or contributed to the events. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This is an addendum (2) to the previously submitted mdrs to document corrected and updated information. This information does not change the initial determination, at this time no conclusion can be made. Note: this complaint was originally reported by non-health care professional via maude event report ((B)(6)). That event information is being updated based on attorney reported allegations. Not returned.

Event description:
As reported on (B)(4) 2008: information from medwatch report which patient submitted: I had right inguinal hernia surgery. Months after my surgery, I began to have pain in my groin and abdomen. The doctor that performed my surgery told me, it was some inflammation and to take some advil and it would go away. It didn't and he told me, he was done with me. Then I received many cortisone shots which did nothing for my pain. After seeing many doctors, a surgeon removed the tacks that hold the patch in place. He said there were 6 tacks, but could only remove 5. He could not find the sixth. After research, I discovered that most doctors only use 3-4 tacks. That did not get rid of my pain. I found out through months of questions to my original doctor who performed the surgery who would not tell me the type of patch that was used that I had the marlex patch and not the kugel patch. I found out I had all of the same symptoms and pain. Then I went to the clinic and they performed an inguinal neurectomy and that still did not get rid of my pain, and they would not remove my patch. Addendum based on additional information provided by patient's attorney: attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that on (B)(6) 2017, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."